Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pacing impedance of grater than 3000 ohms, resulting in a lead safety switch (lss). Technical services (ts) was contacted, and ts recommended lead evaluation. Ts also noted stored episodes of rv lead noise, oversensing, and pacing inhibition of greater than two seconds. The device and leads remain in service. No adverse patient effects were reported.